Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
Rp 011518 - the dentist reported that after 2 months dental implant was installed in intraoral region 31#, its non-osseointegration was observed. In addition, the patient presented bone type ii, 10ncm of primary stability was achieved and trauma over the implant has happened.